Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient¿s cgm was reading high mg/dl however, the patient reported her bg meter reading was showing a "low value". No specific bg meter value was reported. The patient was wearing an omnipod insulin pump. The patient was shaking and had blurred vision. She self-treated with (4) injections of glucagon. There was no documentation that the patient sought assistance from a higher level of care. The patient was "feeling fine" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.